Manufacturer narrative:
The reporter indicated the lens was explanted and exchanged on (B)(6) 2019 and problem was resolved. The patient experienced pain and the pain was resolved with icl exchange. The cause of the event was due to sizing nomogram. The patient had lasik ou on (B)(6) 2019 to correct residual astigmatism. Patient code: 3191 - secondary surgical intervention, lens exchanged. (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -9.0/+4.0/070 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.